Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the hemorrhage, hypotension, vessel perforation and respiratory failure are known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the nrg rf transseptal device confirmed that the events of hemorrhage, death, hypotension, vessel trauma, and additional intervention required are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the rg rf transseptal device is acceptable. Investigation conclusion: based on the information provided, the reported events of hemorrhage, hypotension, vessel perforation and respiratory failure are known inherent risks of the nrg rf transseptal device. Hemorrhage, death, hypotension, vessel trauma, and additional intervention required are expected procedural complication addressed within the IFU for the nrg rf transseptal kit. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that death occurred and procedure was aborted. It was reported that nrg rf transseptal kit was selected for use during a left atrial appendage (laa) closure procedure to treat atrial fibrillation and stroke risk. During the procedure, puncture of the right and left groin was performed. The physician accessed the septum via the right groin and transeptal puncture was performed. There was no pericardial effusion. There were multiple attempts to enter the laa. The sheath was repositioned to the right side, and the physician repeated transeptal puncture. The access to the laa was achieved. After that time, a drop in the patient's blood pressure was noted and adrenaline was administered. The blood pressure stabilized. The physician introduced and deployed the 24mm closure device. A recurrent drop in the patient's blood pressure was noted, and the procedure was aborted. The closure device was not implanted. The patient experienced low partial pressure of oxygen (po2), elevated partial pressure of oxygen in arterial blood (pco2), hemoglobin (hb) was stable, and pericardial effusion was ruled out after resuscitation. A severe groin bleeding was reported (arterial injury). The patient passed away on (B)(6) 2026. No device malfunctions were reported. The device is not expected to return as disposed. It was further reported that the torflex sheath required to do multiple attempts to get into the laa, but first attempt was successful via torflex. Nrg needle and torflex sheath did cross the septum. Approximately 20-30 minutes had passed between the procedure and the patient's death. The relatives declined to performed autopsy for the patient. In the physician's opinion, the patient has a pulmonary hypertension, low blood pressure not tolerable. Also, physician don't believe the devices or procedure cause or contribute to the patient's death. The caused of the blood loss was probably the bleeding in the groin. No difficulty crossing or repositioning the nrf needle or torflex were reported.

Event description:
It was reported that death occurred and procedure was aborted. It was reported that nrg rf transseptal kit was selected for use during a left atrial appendage (laa) closure procedure to treat atrial fibrillation and stroke risk. During the procedure, puncture of the right and left groin was performed. The physician accessed the septum via the right groin and transeptal puncture was performed. There was no pericardial effusion. There were multiple attempts to enter the laa. The sheath was repositioned to the right side, and the physician repeated transeptal puncture. The access to the laa was achieved. After that time, a drop in the patient's blood pressure was noted and adrenaline was administered. The blood pressure stabilized. The physician introduced and deployed the 24mm closure device. A recurrent drop in the patient's blood pressure was noted, and the procedure was aborted. The closure device was not implanted. The patient experienced low partial pressure of oxygen (po2), elevated partial pressure of oxygen in arterial blood (pco2), hemoglobin (hb) was stable, and pericardial effusion was ruled out after resuscitation. A severe groin bleeding was reported (arterial injury). The patient passed away on (B)(6) 2026. No device malfunctions were reported. The device is not expected to return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that death occurred and procedure was aborted. It was reported that nrg rf transseptal kit was selected for use during a left atrial appendage (laa) closure procedure to treat atrial fibrillation and stroke risk. During the procedure, puncture of the right and left groin was performed. The physician accessed the septum via the right groin and transeptal puncture was performed. There was no pericardial effusion. There were multiple attempts to enter the laa. The sheath was repositioned to the right side, and the physician repeated transeptal puncture. The access to the laa was achieved. After that time, a drop in the patient's blood pressure was noted and adrenaline was administered. The blood pressure stabilized. The physician introduced and deployed the 24mm closure device. A recurrent drop in the patient's blood pressure was noted, and the procedure was aborted. The closure device was not implanted. The patient experienced low partial pressure of oxygen (po2), elevated partial pressure of oxygen in arterial blood (pco2), hemoglobin (hb) was stable, and pericardial effusion was ruled out after resuscitation. A severe groin bleeding was reported (arterial injury). The patient passed away on (B)(6) 2026. No device malfunctions were reported. The device is not expected to return as disposed. It was further reported that the torflex sheath required to do multiple attempts to get into the laa, but first attempt was successful via torflex. Nrg needle and torflex sheath did cross the septum. Approximately 20-30 minutes had passed between the procedure and the patient's death. The relatives declined to performed autopsy for the patient. In the physician's opinion, the patient has a pulmonary hypertension, low blood pressure not tolerable. Also, physician don't believe the devices or procedure cause or contribute to the patient's death. The caused of the blood loss was probably the bleeding in the groin. No difficulty crossing or repositioning the nrf needle or torflex were reported.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields age at time of event and unit of measure - age (a2), sex (a3a), and gender (a3b), in section a - patient information and describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.